Event description:
The customer reported getting a general system test failure, 90001 error.

Manufacturer narrative:
The customer reported getting a general system test failure, 90001 error. The device was evaluated locally. The symptom was verified. The control pca was replaced to resolve the issue.